Event description:
It was reported that the patient reported their lead eroding through the skin of their head. The erosion was covered by a skin graft, but it now appears to be infected. Additional information was received that the patient was implanted with a competitor's device.

Event description:
It was reported that the patient reported their lead eroding through the skin of their head. The erosion was covered by a skin graft, but it now appears to be infected.